Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that this defibrillator would not charge to 200 joules during testing. There was no pt involvement.